Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and resulted in inappropriate shock. Programming changes were made to disable high voltage therapy. Lead replacement was discussed. No intervention was reported. No other patient symptoms were reported.